Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that during a prior supply change their insulin cartridge leaked into the ilet, resulting in sustained hyperglycemia with a bg level of 400 mg/dl for approximately 12 hours. The user was able to correct the high bg by performing a full supply change, after which bg returned to range. No ems or hospitalization was required.